Event description:
Customer reported that air bubbles were present in the reservoir. Customer reported that he may have forgotten to purge the air bubbles while filling the reservoir. During troubleshooting, customer was able to remove the air bubbles. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).